Event description:
It was reported that during an implant attempt the left ventricular (lv) lead dislodged three times during the process of cutting the sheath and removing the stylet. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead implanted, (B)(6) 2006; 6949 implantable tachy lead implanted (B)(6) 2006. (B)(4).